Manufacturer narrative:
It was reported that the device was lost and therefore will not be returned. A product analysis has not been performed.

Event description:
It was reported that a high speed bur broke during a procedure. A replacement device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.